Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reports strange hearing sensations. The implant worked for a little while after that event, then access to sound was lost.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient reported strange hearing sensations with the device. The implant worked for a little while after that event, and then access to sound was completely lost. The patient was re-implanted.